Manufacturer narrative:
Added model # 0010-2400. Correcting from "2 of 3 way catheter" to "2 of 3-way catheter".

Manufacturer narrative:
Device available for evaluation updated. Device codes added. Device evaluated by manufacturer updated. Evaluation codes added. Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface; the outer flow tubing open end exhibits signs of abrasions, partially erased blue arrow indicator, and erased red octagonal sign. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 165, 837 joules of use and 20:13 minutes, the "fiber was noticed to have the aiming pointing through the distal end of the fiber. The doctor was "having trouble controlling a bleeding vessel and decided to use electro-cautery to stop the bleeding". When the doctor was changing the equipment he "dropped the fiber into the drain bag and cracked the internal workings that create the side fire fiber¿; this was noticed when the fiber was put back into the prostate. The fiber was exchanged and the procedure was completed utilizing the second fiber. Patient outcome: ¿no adverse outcome for the patient.¿ procedure successfully completed and 2 of 3 way catheter was placed upon completion with excellent hemostasis.